Event description:
It was reported that sheath detachment occurred. During a post-pci ivus run, it was determined that the opticross hd had separated internally, the outer sleeve remained in the vessel while the inner sleeve was near the catheter-sled connection. The procedure was completed with an alternate device with no reported adverse outcome.

Manufacturer narrative:
G4 premarket / 510(k) #: k213593.

Event description:
It was reported that sheath detachment occurred. During a post-pci ivus run, it was determined that the opticross hd had separated internally, the outer sleeve remained in the vessel while the inner sleeve was near the catheter-sled connection. The procedure was completed with an alternate device with no reported adverse outcome.

Manufacturer narrative:
G4 premarket / 510(k) #: k213593 device evaluated by manufacturer: the returned device presented no damage, and the device appears to be in good condition. Inspection of the remainder of the device presented no other damage or irregularities. The reported complaint is not confirmed.